Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stated during a thunderstorm they were feeling their stimulation increase. Impedances were checked and they were within normal limits. The issue resolved on its own and the patient will follow up if it happens again. No further complications were reported. No additional patient symptoms were reported.